Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient had a vena cava filter deployed for history of large pulmonary emboli and rectus sheath hematoma preventing anticoagulation. Femoral vein access was gained via seldinger technique. A vena cavagram was performed that demonstrated no caval thrombus or anatomical variance. The filter was deployed successfully inferior to the renal takeoffs. There was no reported patient injury. No other pertinent patient or medical information was provided leading up to or surrounding the filter deployment in the medical records received. Additional medical record review: approximately one year three months post filter deployment, the patient was scheduled for a filter retrieval procedure. Scout radiograph of the abdomen demonstrated a tilted filter. Access was gained to the right internal jugular vein and an inferior venacavagram was performed. There was no evidence of thrombus identified within the filter. The filter was tilted to the right with the hook embedded in the ivc wall. Initial attempts to capture the hook of the filter using a snare were unsuccessful. An attempt to remove the hook from the ivc wall using a 10 mm balloon catheter was unsuccessful. Further attempts to capture the hook of the filter with the snare were unsuccessful. An inferior venacavagram was repeated demonstrating the tilted filter and no evidence of extravasation of contrast from the ivc. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of large pulmonary emboli and rectus sheath hematoma preventing anticoagulation. The filter was successfully deployed inferior to the renal takeoffs without incident. No other pertinent patient or medical information was provided. There is no reported patient injury. New information received: medical records were received and reviewed. Approximately one year three months post vena cava filter deployment, during a filter retrieval procedure, the filter was identified to be tilted with the hook embedded in the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. There was no evidence of extravasation of contrast from the ivc. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year three months post vena cava filter deployment, during a filter retrieval procedure, the filter was identified to be tilted with the hook embedded in the inferior vena cava wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and three months of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. An inferior vena cavogram was performed and it revealed that the filter was tilted to the right with superior hook abutting or possibly implanted within the wall of the inferior vena cava. A gooseneck snare was advanced, and several attempts were made to capture the hook of the filter. These attempts were unsuccessful. A 10mm- balloon catheter inflated and again attempts were made to capture the hook of the filter, which were also unsuccessful. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and balloon catheter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition - filter tilt h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient had a vena cava filter deployed for history of large pulmonary emboli and rectus sheath hematoma preventing anticoagulation. Femoral vein access was gained via seldinger technique. A vena cavagram was performed that demonstrated no caval thrombus or anatomical variance. The filter was deployed successfully inferior to the renal takeoffs. There was no reported patient injury. Approximately one year three months post filter deployment, the patient was scheduled for a filter retrieval procedure. Scout radiograph of the abdomen demonstrated a tilted filter. Access was gained to the right internal jugular vein and an inferior venacavagram was performed. There was no evidence of thrombus identified within the filter. The filter was tilted to the right with the hook embedded in the ivc wall. Initial attempts to capture the hook of the filter using a snare were unsuccessful. An attempt to remove the hook from the ivc wall using a 10 mm balloon catheter was unsuccessful. Further attempts to capture the hook of the filter with the snare were unsuccessful. An inferior venacavagram was repeated demonstrating the tilted filter and no evidence of extravasation of contrast from the ivc. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and three months post filter deployment, scout radiograph of the abdomen demonstrated a tilted filter. An inferior venacavagram was performed and there was no evidence of thrombus identified within the filter. The filter was tilted to the right with the hook embedded in the ivc wall. Initial attempts to capture the hook of the filter using a snare were unsuccessful. An attempt to remove the hook from the ivc wall using a 10 mm balloon catheter was unsuccessful. Further attempts to capture the hook of the filter with the snare were unsuccessful. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter malposition, - filter tilt, note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of large pulmonary emboli and rectus sheath hematoma preventing anticoagulation. The filter was successfully deployed inferior to the renal takeoffs without incident. No other pertinent patient or medical information was provided. There is no reported patient injury. New information received: medical records were received and reviewed. Approximately one year three months post vena cava filter deployment, during a filter retrieval procedure, the filter was identified to be tilted with the hook embedded in the ivc wall. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. There was no evidence of extravasation of contrast from the ivc. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.